Manufacturer narrative:
There is no adverse event associated with this complaint. The pump was returned to animas for eval. A review of the pump history indicated that a loss of cartridge detection had occurred that was duplicated during testing. During eval, the force sensor was found to be out of calibration.

Event description:
During eval, the force sensor was found to be out of calibration.